Event description:
A malfunction was reported with the customer's pump, identified by malfunction code "malf 0," which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support facilitated corrective actions by arranging a replacement pump, confirming the customer had the most up-to-date pump software, and advising on backup therapy using mdi. The customer was instructed to put the pump into storage mode and return it using a tandem-provided box and pre-paid label within ten days to avoid charges. Additionally, instructions were provided for programming settings and connecting their cgm to the replacement pump.